Event description:
It was reported that the patient's generator spontaneously reset to 0 ma output current. As a result, the patient also experienced an increase in seizures. Per physician, the increase in seizures is due to the loss of therapy. It is unknown if this increase was above or below pre-vns baseline. Patient was reset to intended settings and no further interventions are planned at this time.

Manufacturer narrative:
Device failure is suspected.